Manufacturer narrative:
Box h is updated in this report.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of patient death of unspecified etiology, in addition, irritation to the eye, nose, respiratory tract, skin and unspecified cancer, there was no report of specific medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h6: evaluation method code grid. Evaluation results code. Conclusion code grid has been updated.

Event description:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of patient death of unspecified etiology, in addition, irritation to the eye, nose, respiratory tract, skin and unspecified cancer, there was no report of specific medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.